Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, they had issues with registering a patient. They tried 3 locatable guides and tried manual registration, however this did not resolve the issue. Unable to get any samples for testing at all. The physician cancelled the case and it was not completed. Patient was very anxious and does not want to do the pet and CT guided biopsy and will not schedule.

Manufacturer narrative:
Please see correct information in section g5 - 510k# no failure of system or cables were found during troubleshooting. Biomed completed a mock procedure and registration. The catheter was detected by the system, was sensing properly, and was seen moving in the software. Registration, and the catheter were collecting registration points. Biomed was advised to exported the procedure recording and sent in for complaint investigation, however the recording has not yet been received. A device history file review was completed which showed this device was released meeting all quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.